Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced 5 infusion set cannula kinked events within 3 hours after insertion events on 05-sep-2024, 15-sep-2024, 05-sep-2024, 18-sep-2024, 27-sep-2024, and 09-oct-2024. Site of insertion was abdomen. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 5.